Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2014 patient underwent the following surgeries: 1. Posterior exposure of the thoracic spine from t9-l3 with placement of bilateral pedicle screws using spinal system for posterior non-segmental fusion at t9, t10, t11, l1, l2 and l3, 2. T12 costotransversectomy with placement of expandable cage with 22 mm in diameter with 21 to 26 height with 4 degree lordosis, 3. T12 corpectomy, 4. Placement of rods spanning from t9-t12 with placement of dual rods on each side using 4 side load dominos, 5. Posterolateral arthrodesis from t9-l3 with allograft and using corticocancellous bone chips with morselized autograft from the costotransversectomy and medium bmp with 90 ml of the corticocancellous bone chips to treat the following pre-op diagnosis: severe kyphotic deformity of the thoracolumbar junction secondary to burst fracture of t12 with chronic back pain with osteoporosis. Op- notes: placement of instrumentation. The spinal system was used for instrumentation. With a combination of high-speed drill and surface and outward landmark, fluoroscopy was used to create starting holes of the pedicle screws and pedicle finder was used to cannulate the pedicle. A ball tip probe was used to rule out any breech. The tap was used and a 5 x 50 mm screw were placed on the left t9 pedicle and a 5.5 x 45 mm screws on the right pedicle, a 6.5 x 50 mm screws on the right t10 pedicle, and 6.5 x 45 mm screws on the left t10 pedicle, and 6.5 x 50 mm screws on the left t11 pedicle, and 6.5 x 45 mm screws on the right t10 pedicle. The t10 pedicle was as at the level of the costotransversectomy where he had a burst fracture and then a 6.5 x 55 mm screws were placed bilaterally at l1 and 6.5 x 55 mm screws was placed bilaterally at l2 and 6.5 x 55 nun screws was placed bilaterally at l3. The patient was then accepted to costotransversectomy using a combination of leksell, high-speed drill and kerrison. The posterior element of t12 was removed including the spinous process lamina and the facet and the pars the pedicle was identified bilaterally as the exiting roots were identified bilaterally as well. The drill was used in combination with lambotte to remove the bilateral pedicle and flushed with the vertebral body following which the disk space at t11-t12 and t12-l1 was identified and diskectomy was done with #15 blade and #8 shaver. Following which, an osteotome was inserted, following which the temporary rod was placed on the left side spanning at t10-l2 and locking caps were placed and tightened, following which the osteotomy was done on the right side with the help of an osteotome to cut through the vertebral body and the bone was sent for pathology to rule out any tumor causing the burst fracture. A combination of drill, leksell, and osteotome was used to do the corpectomy on the right, leaving the posterior margin of the vertebral body intact. The inferior endplates of t11 and superior endplate of l1 was prepared for the interbody device and a titanium t2 cage with 22 mm diameter with height, from 21 to 26 with 4-degree lordosis was impacted under live fluoroscopy. Two titanium rods were placed and the set screws were tightened and then 4 dominos were placed and additional rods were used to make a full rod construct. A 6-mm itanium bras was used and the tp and the posterior elements were decorticated and a tissue was placed and then 90 ml the autograft was placed for posterolateral fusion. Post op patient alleged unspecified injuries due to rhbmp-2/acs.